Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter for special placement 14 ga x 3.25 in had foreign matter on it prior to use. The following information was provided by the initial reporter: verbatim: it was reported that a foreign particulate was found on the sealed product. Event description per attached spreadsheet from distributor states: particulate¿.

Event description:
It was reported that the bd angiocath¿ IV catheter for special placement 14 ga x 3.25 in had foreign matter on it prior to use. The following information was provided by the initial reporter: verbatim: it was reported that a foreign particulate was found on the sealed product. Event description per attached spreadsheet from distributor states: particulate¿.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8346571. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all quality inspections were within specification. To further investigate this issue, one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, an embedded black dot was observed within the needle cover. Through the picture sample alone, our engineering team was unable to determine the exact size of the particulate. The workstations in which this product is manufactured are cleaned at the beginning of each shift to prevent defects such as this. Our quality team was unable to identify an exact cause for this incident, however, they will continue to monitor the production process for signs of this defect and other emerging trends. Based on the investigation conclusion the condition reported by the customer is confirmed. However, root cause to manufacturing process could not determined h3 other text : see h.10.